Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right atrial (ra) lead exhibited noise and high out of range pace impedance measurements. Boston scientific technical services (ts) discussed the high impedance measurements suggest a possible lead conductor fracture or connection issue. Further testing and evaluation was also discussed. The lead and device remain in service and the plan is to continue monitoring the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right atrial (ra) lead exhibited additional high out of range pace impedance measurements as well as loss of capture. The device and lead were reprogrammed to unipolar and the system then exhibited low out of range pace impedance measurements. A revision procedure took place and this lead was capped and replaced. This device remains in service. No additional adverse patient effects were reported.